Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 (mg/dl) the past few days. The customer administered a manual injection to address bg levels. The customer declined troubleshooting with tandem's technical support and was recommended to discuss diabetes management with health care provider.